Event description:
A patient service representative (psr) called into zoll lifecor customer support to report that a patient's belt could not connect to the monitor because the connector nut fell apart. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.